Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was torn with contrast and blood in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There were numerous wire lumen kinks. The distal end of the outer shaft was plastically deformed and completely separated. The distal end of the separation was pulled over the proximal balloon weld. The inner shaft separated at the catheter tip. The separated ends of the shaft was jagged, indicating tensile force was applied prior to the separation. There was no damage to the balloon. The markerbands remained in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated to 26-27 atmospheres which is above rated burst pressure (rbp). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 26-27 atmospheres, a "windsock" or longitudinal balloon rupture occurred. The procedure was completed with a synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 26-27 atmospheres, a "windsock" or longitudinal balloon rupture occurred. The procedure was completed with a synergy stent. No patient complications were reported and the patient's status was fine.